Manufacturer narrative:
The vent monitoring board recommended for replacement. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, the unit showed service calibration and expiratory reverse flow alarms. Ge healthcare technical further found the complete loss of mechanical ventilation.